Event description:
It was reported that during a generation change procedure this implantable cardioverter defibrillator (ICD) exhibited spikes in right ventricular (rv) pace impedance measurements greater than 2500 ohms. Technical services (ts) reviewed device data and indicated that this was likely due to a spring contact issue. Ts recommended pacing system analyzer (psa) testing to rule out a lead issue. The rv lead was tested and found to be functioning as appropriate. No adverse patient effects were reported. This ICD has been received for analysis.

Event description:
It was reported that during a generation change procedure this implantable cardioverter defibrillator (ICD) exhibited spikes in right ventricular (rv) pace impedance measurements greater than 2500 ohms. Technical services (ts) reviewed device data and indicated that this was likely due to a spring contact issue. Ts recommended pacing system analyzer (psa) testing to rule out a lead issue. The rv lead was tested and found to be functioning as appropriate. No adverse patient effects were reported. This ICD has been received for analysis.

Manufacturer narrative:
This ICD was analyzed and baseline testing completed on the device found no conditions. All testing that was completed on the device and it passed or was not applicable, therefore no problem was detected. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.